Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52, implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had muscle stimulation in unipolar configuration. The right ventricular (rv) lead triggered a warning and switched to unipolar configuration due to a sharp decrease in impedance. There was no sensing of r-waves and elevated bipolar threshold. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. There were 171,665 low impedance paces noted post lead warning on 2013 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.